Event description:
It was reported that both the right atrial (ra) lead and the right ventricular (rv) lead had slowly decreasing impedances and eventually triggered lead warnings due to low impedance. The leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.